Event description:
Ophthalmologist reported that this product was being injected into the eye using a lacrimal cannula instead of the cannula provided with this product. The luer-lock came off of the cannula they were using. It was reported that the cannula tore the capsular bag and the surgeon put an anterior chamber lens in the eye instead of a posterior chamber lens. Surgery time was extended as a result of this difficulty.